Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: 0.5 ml/hr. Procedure: unknown. Cathplace: unknown. Fast flow was reported.

Manufacturer narrative:
Method - sample has not yet been received, but was reported to be available. Results - without the actual product, an analysis cannot be conducted. Conclusion - if additional info pertinent to this event becomes available, I-flow will submit a follow-up report. I-flow provides a "caution" on its dfu which states the following: (easypump lt). Cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filer) should be close to, or in direct contact with the skin (31 degrees celsius / 88 degrees fahrenheit) and the tubing should be under the pt's clothing. If the easypump lt is used with the flow restrictor at room temperature (20 degrees celsius / 68 degrees fahrenheit), delivery time will increase approximately by 25%.